Event description:
Further follow up with the surgeon confirmed that the surgeon did not observe any anomalies during their visual inspection of the lead. The surgeon confirmed that the lead was not nicked during the surgery. Additionally, per the surgeon the following troubleshooting steps were performed during the surgery in an attempt to resolve the high impedance. It was mentioned that the surgeon visually inspected the generator header to confirm no obstructions, the set screw was backed out adequately, the surgeon vented back the pressure accumulated during lead insertion, and the surgeon confirmed hearing clicks when tightening the set screw. The explanted product has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: follow-up report #1 inadvertently listed that the lead product had not been received to date; however, the lead had been received by the product analysis group on (B)(4) 2019.

Event description:
The explanted lead was received into by the manufacturer on (B)(4) 2019 for product analysis. Product analysis was completed, and it was confirmed that the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted; however, it was observed that no setscrew marks were present on the lead connector pin suggesting that proper contact between the setscrew and the lead pin was not present. This observation suggests that incomplete pin insertion was a contributing factor to the reported ¿high impedance¿ allegation. Continuity checks of the returned lead portion confirmed no discontinuities. A portion of the electrode array was not returned for analysis; and therefore, an evaluation and resulting commentary cannot be made on that portion of the lead. No other relevant information has been received to date.

Event description:
The surgeon reported that high lead impedance was observed during a new patient implant surgery. The troubleshooting performed was reinsertion of the pin, visual check of the lead, irrigation of nerve and the use of test resistor. The surgeon proceeded to replace the lead since it still showed high impedance after the noted troubleshooting, and the new lead showed ok impedance within normal limits. The explanted lead has not been received to date. No other relevant information has been received to date.